Event description:
The top of the vial cored when the rn (registered nurse) reconstituted zosyn antibiotic. Rn then drew up the antibiotic into a syringe with a filter needle. The core made it through the filter needle and into the syringe. The rn then returned the antibiotic to the original vial and redrew up the antibiotic with a new syringe and filter needle. The original core that was seen remained in the first syringe which has been put aside for pharmacy to pick up.